Manufacturer narrative:
Wisniewski k, tomasik b, tyfa z, et al. Porous media computational fluid dynamics and the role of the first coil in the embolization of ruptured intracranial aneurysms. Journal of clinical medicine. 2021;10(7). Doi:10.3390/jcm10071348. If information is provided in the future, a supplemental report will be issued.

Event description:
Wisniewski k, tomasik b, tyfa z, et al. Porous media computational fluid dynamics and the role of the first coil in the embolization of ruptured intracranial aneurysms. Journal of clinical medicine. 2021;10(7). Doi:10.3390/jcm10071348. Medtronic literature review found a report of patient complications in association with a marathon 10 microcatheter. The purpose of this article was to identify a late recanalization predictor in ruptured intracranial aneurysms treated with coil embolization. 102 patients with burst intracranial aneurysms treated with coil embolization were reviewed. The mean age was 56 years. The article does not state any technical issues during use of the marathon microcatheter. The following intra- or post-procedural outcomes were noted: -7 of the 102 patients were excluded from the study because they died. Of the remaining 66 patients, 4 of them died (mrs score of 6).